Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration and low o2 supply pressure, while on patient. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The ventilator was investigated on site and the air gas module and the oxygen gas module were replaced and returned for investigation. During test in a reference ventilator, the air gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the air gas module delivers more air gas than expected with the consequence that the oxygen concentration will be lower than expected. The oxygen gas module was working as expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on august 14 during the time period 01:07 to 04:23.